Event description:
Additional information received indicates that surgical intervention took place where the patients ipg was repositioned, issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient has been experiencing pain at the ipg site. Surgical intervention took place where the patients ipg was repositioned within the pocket.

Manufacturer narrative:
Date of event is estimated.